Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately three (3) years. The reason for re-operation was due to mitral stenosis. A transcatheter valve was implanted with no reported complications. No additional details were provided.

Manufacturer narrative:
Device remains implanted. No intervention has occurred.

Event description:
Edwards received information that this patient has a 25mm pericardial mitral valve failing due to moderate stenosis detected under echocardiography. The implant duration at time of reporting was approximately three (3) years. A transcatheter valve is scheduled to be implanted at a future date. No other information has been made available through follow up with the health care provider.